Event description:
It was reported physician utilizing a miniloc needle on a patient reported leaking from the needle. Needle was changed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking miniloc is unconfirmed as no issues were found with the device during testing. One 22g x 0.75in miniloc was returned for evaluation. An initial visual observation revealed use residue in the sample. A microscopic observation revealed what appeared to be excessive glue where the needle exits the housing, but no ¿gap¿ between the needle and the housing was observed. A functional test of flushing and pressurizing the device with water using a 12ml syringe was performed. No leaks where observed. The reported issue could not be reproduced, as no leaks were found in the infusion set during testing. This complaint will be recorded for future trending and monitoring purposes.